Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on july 1st they were feeling harsh vibrations down in their vagina. Patient said something was out of whack and something was not normal like it was before. Patient decreased stimulation and said they felt a little pressure in the vagina especially when they walked a lot for a long period of time. Patient also mentioned when they were constipated and trying to use the bathroom they get a lot of pressure down there and it seems to also affect the front where they feel like they are having a baby and having the vibrations. The patient was redirected to their healthcare provider to further address the issue. Patient said they had constipation before getting the device, patient has an appointment with the doctor on thursday.